Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Next day post filter deployment, CT revealed acute right lower lobe pulmonary emboli involving segmental and subsegmental branches, possible acute segmental pulmonary embolus in the posterior left lower lobe, moderate bilateral pleural effusions, cardiomegaly with right heart strain. Approximately three years later, two of the struts appear to extend beyond the lumen (11 and 4 o'clock positions on axial image 32 through 40). Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated beyond the lumen. Post filter implant there was residual acute right lower lobe pulmonary emboli involving segmental and subsegmental branches and possible acute segmental pulmonary embolus in the posterior left lower lobe. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.